Event description:
Complainant alleged that the staff was attempting to defibrillate a pt (age and gender unknown) in cardiac arrest, using multi-function electrodes and a multi-function cable. The staff attempted to defibrillate the pt three times at 360 joules each, but the device allegedly failed to discharge. The staff was able to obtain another device to defibillate the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not a result of the alleged malfunction. The complainant further indicated that the pt had been down for some time and that defibrillation was a last resort.